Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization.

Event description:
It was reported to boston scientific that and exalt model d scope was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025 for treatment of stones in the bile duct. During the procedure, the exalt model d scope was able to pass down into the duodenum however after about five minutes the screen went blue, visualization was lost, and the exalt model d controller turned off. The controller was reset and upon plugging the scope back in, the system shut down again. The procedure was completed with a reusable scope. No patient complications were reported as a result of the event.